Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were not prompted on the station to use biometric identifier, requiring everyone to use a witness even after rebooting. A field service engineer (fse) accessed the device as administrator to find no issues on the device manager task, opened top cover and reinstalled biometrics device universal serial bus (usb) cable on to station port. The station was rebooted, ran test application to try finger reader scanner and the device was tested successfully. The field service engineer then rebooted the station and confirmed that the user was able to access biometric fingerprint scanner with no problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bioid did not prompt and requiring a witness. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bioid did not prompt and requiring a witness. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.